Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with a prostyle device after a percutaneous coronary interventional procedure. Reportedly, during step 3 removal of the plunger the suture became separated. The device was removed but the knot was noted to be untied. Therefore, the physician stopped using it. A new prostyle device was ultimately used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks is due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.